Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. It was unable to test motor due to unit received moisture damage at motor. It was also not possible to perform the basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. Motor error and button error alarms could not be verified due to blank display. Device was received with corroded keypad traces. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were unresponsive for a while. She also reported that about three weeks back she received a motor error alarm and the insulin pump has a crack at the reservoir compartment. The customer did not recall any significant events leading to the alarm. Blood glucose value was 59 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.